Manufacturer narrative:
Lifescan (lfs) had requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the reporter contacted lifescan singapore alleging a "sample not drawn in" issue with some one touch ultra test strips. It is unclear as to what date/time the alleged test strip issue began. The reporter explained that as a result of the test strip issue and the amount of test strips that were wasted, he decreased the pt's normal frequency of blood glucose testing. He claimed the alleged issue might have contributed to the pt's episode of hypoglycemia which reportedly occurred 5 months after the test strip issue began. It is not known what specific symptoms of hypoglycemia the pt had or what date/time the symptoms developed. The reporter also claimed that as a result of the issue, the pt was hospitalized for hypoglycemia for five days. The reporter was unable to provide details of the pt's hospital treatment. It would have been helpful to know the following info: the pt's test frequency before the alleged test strip issue began, the pt's testing frequency after the issue started, what symptoms she developed, what date/time the symptoms developed, what actions the pt took before and after the symptoms developed, and what the pt's last blood glucose reading was before the symptoms developed. In addition, it would have been helpful to know when the last blood glucose reading was obtained on the reported meter, what treatment the pt received in the hospital, what blood glucose results the hospital obtained, her medication and diabetes management regimens, and if the pt made any changes to the regimens because of the alleged test strip issue. The alleged test strip issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt suffered from hypoglycemia and was hospitalized for 4 days as a result of the alleged test strips issue.